Event description:
It was reported that a continu-flo solution set leaked from the junction of the tubing and the bottom of the drip chamber before use. The customer stated that the tubing looked as though it didn't fit. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation; therefore, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.